Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub and the irrigation hole in the tip area of the sheath was deformed; however, no other damage was observed on the dilator or the sheath. The irrigation hole deformed condition could be related to excessive force or manipulation, and according to the information received, it may have occurred during the procedure with this device. Afterward, a dilator sample was introduced into the sheath, but no valve was found neither in the hub component nor inside the sheath. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record evaluation was performed for the finished device number 00002613 and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the irrigation hole damage could not be established conclusively. The hemostatic valve missing issue is unrelated to the reported event. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator being wrongly introduced; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. Use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and post procedure the bwi product analysis lab identified that the hemostatic valve was missing from the irrigation hub and the irrigation hole in the tip area of the sheath was deformed. During the procedure, the guide wire bored through the distal side holes in the tip of the vizigo and damaged the tip. According to the doctor, the wire that was in the dilator must have drilled through the side hole. No further details were available regarding troubleshooting of the issue or completion of the procedure. However, no patient consequences were reported.